Event description:
The customer reported a pt with a PICC line was receiving a maintenance infusion when the white housing on the y-port came off exposing the blue piston causing leaking of blood and fluids. Blood cultures were drawn. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the product be received for eval.